Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no atrial pacing and "lac of ventricular detection." Atrial and ventricular impedances were <300 ohms.